Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, a 21 mm trifecta valve was implanted. On (B)(6) 2016, aortic insufficiency and regurgitation was noted and the valve was explanted and replaced with an unknown valve. A leaflet tear was noted during explant. The patient is reported to be stable.

Manufacturer narrative:
The results of this investigation concluded all three leaflets contained tears. There was circumferential fibrous pannus ingrowth on the inflow surface which narrowed the inflow diameter. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving (B)(4) manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.